Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 50 mg/dl and insulin being suspended due to sensor glucose versus low blood glucose difference but when checked using a meter it was more than 300 mg/dl. The device will not be returned for analysis.